Event description:
Rptr received silicone-saline filled breast implants 9/14/77. A few days later the right breast required drainage of a non-odorous fluid. There appeared to be no further problems at that time. From 1978 to 1984, there was a gradual leakage of saline from the implant, capsulation of the implant and many systemic problems. Over time most of her side effects were taken care of. She still has the implants.